Manufacturer narrative:
Analysis results of the returned desktop charger model 37761 serial #(B)(4) showed a bent connector pin on the cable assembly. The cable assembly was replaced.

Event description:
Follow up information received from the patient reported that their replacement desktop charger and recharger were "ok" now.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
(B)(4). Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported the implantable neurostimulator recharger (insr) would no longer take a charge from the wall outlet. The green light on the desktop charger (dtc) came on when plugged into the wall. The patient noted the connector pin did not look loose or broken and did not feel loose when plugged into the insr. There was a low recharger battery screen. The patient's husband did not see the ac power cord plug on the screen or the recharger battery flashing when the insr was plugged into the wall. It was noted that the patient's husband saw it once while on the call, but then it went away. The patient was unable to charge the insr and the had been without a charge on her implant for about the last 2 weeks. No out of box failure was reported. No patient symptoms were reported regarding this event. These issues were noted to have been occurring for about the last 2 months, since (B)(6) 2016. Additional information received from the patient's husband reported they received a replacement insr, but they were still having the same issue. The patient's husband confirmed that the connector pin was a little bent. The patient noted the connector pin did not plug in right when plugged into the insr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.